Event description:
On (B) (6) 2008, the patient reported that his backup infusion device has a partial display and the right side is blank, and he is not able to read the numbers or basal rates. The patient was sent a new power pack. Upon follow-up on (B) (6) 2008, the patient stated that the new power pack did not resolve the issue. No physiological effects were reported. The patient is using the primary infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.